Event description:
It was reported that the right ventricular lead exhibited far-field p wave and noise oversensing and undersensing anomalies. The patient was asymptomatic and experienced no consequences during these episodes. No intervention was performed. The lead was originally implanted in 1999. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).